Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (investigation findings, investigation conclusion), h11. The failure analysis and testing department received the following part associated with this complaint: regulator, high pressure helium. This part was received with a reported unit failure message of regulator broken. The failure analysis and testing department performed a visual inspection, and the part was found damaged regulator. Please see attached pictures. The fat dept. Verified the failure message of regulator broken. Due to damaged, the fat cannot be able to investigate further regulator with cardiosave test fixture. Regulator, high pressure failed testing. Retaining regulator in the fat dept. Per procedure. Root cause could be improper service, mishandling, or incorrect procedures.

Event description:
N/a.

Event description:
It was reported that during routine check cardiosave intra-aortic balloon pump (iabp) had helium gas runs out fast. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, initial reporter full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: g3, g6, h11. Corrected fields: e3.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the user department reported that helium ran out faster than usual. After checking, it was found that regulator, high pressure helium was damaged, causing helium gas to leak out. Replaced the regulator, high pressure helium (0103-00-0637) with a new one (replaced for free because the machine is under the company's warranty). After replacing the regulator, high pressure helium and testing the operation, it was found that the machine could be used normally. There was no more helium gas leak. The machine worked normally.